Event description:
It was reported that noise was seen on the right atrial (ra) and right ventricular (rv) leads with oversensing and pacing inhibition. The noise and oversensing also produced inappropriate atrial tachy response (atr) episodes. The patient is pacing dependent but showed no symptoms. Technical services (ts) was asked to review the case and confirmed the noise and pacing inhibition, which occurred for up to six seconds. Ts discussed possible causes and suggested bringing the patient in for imaging of the leads and to try to recreate the noise. The device and leads remain in service. No adverse patient effects were reported.